Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported that the defibrillation test prints out incorrectly. This was further clarified that the device fails to complete the defibrillation test when performing an operational check. There was no patient involvement.